Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that they received no delivery alarms. The customer's friend stated that they had high blood glucose of 444 mg/dl at the time of incident. The customer's friend stated that they treated the high blood glucose with the insulin pump. The customer's blood glucose was 232 mg/dl at the time of call. The customer's friend was unable to troubleshoot. The insulin pump will not be returned for analysis.